Event description:
It was learned via the implant patient registry that a 3300tfx 21mm bioprosthetic aortic valve, implanted for five (5) years, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 21mm konect resllia aortic valved conduit.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.